Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that, since the end of april, the patient no longer felt stimulation, and the stimulator was not working to control their symptoms. The patient stated that they had a feeling that ¿it¿s out of place,¿ as they had a really bad fall in (B)(6) 2016, and another in (B)(6) 2017. It was noted that the patient had not had their system checked out by their healthcare provider since the falls. Troubleshooting included ensuring that the therapy was on, and increasing the amplitude until the patient confirmed that they felt comfortable stimulation in the correct area; the patient was on program 1 and increased amplitude from 1.6v to 3.0v. It was recommended that the patient follow up with their healthcare provider; the patient noted that they had called them, but they were not available for another week. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.